Manufacturer narrative:
C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2003: (B)(6) . (B)(6) . Preoperative admission orders. Scheduled procedure: ventral incisional hernia repair with mesh. Admitting diagnosis: ventral incisional hernia. Weight 260. On (B)(6) 2003: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia. Operation: mesh repair of ventral incisional hernia. Anesthesia: general. Estimated blood loss: minimal. Indications: the patient is a pleasant 45-year-old female who has developed enlarging and symptomatic incisional hernias at the previous pelvic surgery site. We are proceeding with repair at this time. Procedure: ¿the patient was placed under an adequate level of general anesthetic. The abdomen was prepped and draped in a sterile fashion. A vertical incision was made from the site of the umbilicus down to the pubis. Dissection was continued down through the subcutaneous tissues. A moderate-sized hernia sac was found just under the umbilicus as well as one in the mid lower abdomen. These were completely freed up. The fascia was identified circumferentially down to the pubic region as well as up above the umbilicus. The hernia sacs were excised, and the fascial defects were closed with interrupted 0 pds sutures. Mesh repair was then performed. A sheet of prolene mesh was secured to the anterior fascia with interrupted 0 prolene sutures. After the entire mesh was secured, 0.25% marcaine with epinephrine was used to place a field block. The subcutaneous tissues were then reapproximated with some 3-0 vicryl, tacking them down to the mesh. The skin edges were then stapled. The patient tolerated this operation well, without complications, and was taken to the recovery room in stable condition.¿ on (B)(6) 2003: (B)(6) hospital. Implant record. Prolene mesh. Ethicon. Prolene mesh implanted. Implant #1 and #2 preoperative complaints: on (B)(6) 2009: (B)(6) medical center. (B)(6) , md. Diagnosis: incarcerated ventral incisional hernias. Implant #1 and #2 procedure: repair with dual mesh gore-tex prosthetic mesh. [Implant #1: gore® dualmesh® plus biomaterial; 1dlmcp05/06306900; 7.5cm x 10cm x 1mm thick.] [Implant #2: gore® dualmesh® plus biomaterial; 1dlmcp04/05841271; 15cm x 19cm x 1mm thick, oval]. Implant #1 and #2 date: (B)(6) 2009 (same day surgery) on (B)(6) 2009: (B)(6) medical center. (B)(6) , md. Operative report. Diagnosis: incarcerated ventral incisional hernias. Wound classification: 1-clean. Procedure: ¿the patient taken to surgery, placed in supine position under general anesthetic, the abdomen prepped and draped in the usual manner. A lengthy left paramedian incision was made over the hernia sac, which was not reducible. The sac was opened. Incarcerated omental fat which was actually adherent to the peritoneum, was dissected off. A prior mesh had been inserted several years ago and it could be seen that the hernia had occurred at the lateral left border of this mesh. Going above and inserting a finger into the peritoneal cavity, there was a separate herniation just above the umbilicus and an old laparoscopic port site. This was separate and could be connected up to the main hernia by incision the facial bridge. This made a defect of about 10 x 8 cm. Going below, there was another defect in the suprapubic area, which was smaller and treated as a separate hernia altogether but likewise, the sac was opened, dissected out and the parietoperitoneal surface cleared of adhesions with finger dissection. The gore-tex dual mesh pieces were cut to size, one about 10 x 15 cm and the other about 8 x 5 cm. These were suture into placed with interrupted gore-tex suture in such a way as to subvert and underlay the fascial defect with the gore-tex patch. At the completion of this procedure, the subcutaneous fat was closed over the prosthetic material with vicryl suture. A flat 10 mm fluted jp drain was placed into the subcutaneous fat and the old hernia sac at the left lower quadrant because of dead space reduction. This was placed to continuous suction. Lap, sponge, instrument, needle counts reported as correct by the circulating nurse. The skin was closed with stainless steel skin staples, drains affixed, dressing applied, and the patient returned to recovery.¿ on (B)(6) 2009: (B)(6) healthcare system. Intraoperative record. Asa 2. Implant record. Implants: yes. Location: abdomen. Description: dualmesh. Serial #: (B)(6) . Lot #: 06306900. Expr date: [illegible]/30/11. Smd imp ID: (B)(6) . Vendor: wl gore. Description: dualmesh. Serial #: (B)(6). Lot #: 05841271. Expr date: [illegible]. Smd imp ID: (B)(6) . Vendor: wl gore. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp05/063[illegible]) and a gore® dualmesh® plus biomaterial (1dlmcp04/[illegible]1271) were implanted during the procedure. Implant #3 preoperative complaints: on (B)(6) 2010: (B)(6) medical center. (B)(6) . Preoperative diagnosis: recurrent incarcerated ventral incisional hernia. Implant #3 procedure: repair with dual mesh gore-tex patch, open. [Implant: gore® dualmesh® plus biomaterial; 1dlmcp04/(B)(6) ; 15cm x 19cm x 1mm thick, oval]. Implant #3 date: (B)(6) 2010 (same day surgery). On (B)(6) 2010: (B)(6) medical center. (B)(6) . Operative report. Postoperative diagnosis: recurrent incarcerated ventral incisional hernia. Wound classification: 1-clean. Procedure: ¿the patient was brought to surgery and placed in the supine position. Under general anesthetic the abdomen was prepped and draped in the usual manner. A prior made vertical incision was reentered and a large hernia sac encountered. The sac was dissected circumferentially. The excess peritoneum was removed with the bovie cautery. The fascial edges were freshened up by incising and dividing with the bovie cautery. The fascial edges were freshened up by incising and dividing with the bovie cautery and the omental adhesions until a significant free rim of fascia was uncovered. There was a small subsidiary sac superior to this hernia. The fascial bridge was incised to turn this into one long defect. Dual mesh plus gore-tex was cut to size, roughly ovoid shape and sewn into place with running gore-tex suture. At the completion of this procedure, the subcutaneous fat was sutured over the graft with interrupted vicryl suture. A jackson-pratt drain placed down to the graft for overnight suction, and evacuation of any oozing. This was placed to bulb suction. The skin was closed in the usual manner. Lap, sponge, instrument, and needle count reported as correct by the circulating nurse. A dressing applied. The patient was returned to recovery.¿ on (B)(6) 2010: (B)(6) healthcare system. Intraoperative record. Asa 2. Implant record. Implants: yes. Location: abdominal wall. Description: dual mesh. Serial #: (B)(6). Lot #: (B)(6) . Expr date: 3/30/12. Smd imp ID: (B)(6) . Vendor: wl gore. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/0670[illegible]) was implanted during the procedure. Explant preoperative complaints: on (B)(6) 2010: (B)(6) medical center. (B)(6) . Indications: this is a 52-year-old female with multiple prior hernia repairs. She has had several pieces of mesh implanted in her anterior abdominal wall. Since her most recent operation, however, she has had a chronic draining sinus slightly to the left of the incision. It has grown out methicillin-resistant staph aureus. Despite prolonged antibiotic therapy, the infection has not resolved. CT scanning demonstrates fluid around the mesh and a small recurrence of the hernia. She is brought to surgery at this time for excision of the mesh and re-repair. Will plan on using a biological mesh due to the infected field. Explant procedure: excision of infected hernia mesh and re-repair of incisional hernia with surgassist biological mesh. Explant date: july 26, 2010 (hospitalization july 25-30, 2010) on (B)(6) 2010: (B)(6) medical center. (B)(6) . Operative report. Preoperative diagnosis: infected hernia mesh. Postoperative diagnosis: infected hernia mesh. Anesthesia: general. Wound classification: 2¿clean-contaminated. Procedure: ¿the patient was placed on the operating room table in supine position. The abdomen was prepped and draped in a sterile fashion. We passed a hemostat into the draining sinus and noted it communicated directly with the hernia mesh. That tract was excised and then the midline incision was reopened. We could see an area of fascial defect where the tract had communicated down all the way to the anterior surface of the mesh. The recurrence was on the right-hand side and this was visualized as well. We opened the fascia overlying the mesh and noted a large amount of purulent material. Cultures of the were obtained and sent. We then went about the task of removing the mesh. Most of the mesh was completely unincorporated. It was held in place with a combination what appeared to be interrupted and in some cases running gore-tex sutures. All the suture material and all the prosthetic mesh were removed. There appeared to be two pieces of prosthetic mesh, which were joined together at one point with a running gore-tex suture. So there was actually two separate pieces of prosthesis that were excised. Additionally, there were some prolene sutures in the field and these were removed as well. Once all of the infected prosthetic material was removed, we scraped some of the chronic granulation tissue from the cavity and then pulse lavaged the field with 4 liters of saline. I then incised the fascia superiorly and inferiorly and extended the fascial incision in order to get to some good fascia beyond the infected field. We then dissected the fasci free circumferentially in order to get good fascia for the re-repair and mobilized fascial flaps circumferentially in order to get a good 3-4 cm of overlap in all directions. Surgassist prosthesis was then brought to the field. This was a 7 x 10 cm piece that was trimmed slightly to match the defect, and this was then sutured into place in an underlay fashion in the peritoneal cavity on the undersurface of the patient¿s abdominal musculature. This was done with interrupted pds sutures. Again because of the infection, I was reluctant to put any permanent material into this field. Once all of these sutures were placed and tied, the mesh was noted to lie in good position without undue tension in the underlay position with good overlap into healthy fascia in all directions. I then closed the native fascia as a primary repair with interrupted pds sutures over the mesh. Once again, the field was irrigated. The subcutaneous tissues were reapproximated. Then the skin was closed with staples and dressings were applied. The patient tolerated this well. Blood loss was minimal. Counts were correct. She was taken to recovery room in stable condition.¿ on (B)(6) 2010: (B)(6) healthcare system. Intraoperative record. Asa 3. Implant record. Implant: yes. Location: abdomen. Description: tissue graft. Vendor: cook inc. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, severe and chronic pain/discomfort. Additional event specific information was not provided. Information from outside of gore received on october 13, 2022 changed the allegations to: ¿hernia recurrence, severe and chronic pain/discomfort, infected mesh, failure to incorporate.¿ information from outside of gore received on october 13, 2022 contained the following: explant date changed from ¿(B)(6) 2010-revision not explant¿ ; explant date #2: (B)(6) 2010.

Manufacturer narrative:
H6: updated health effect; h6: updated investigation finding; h6: updated type of investigation; h6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives. The following conclusions, have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted, that the gore® dualmesh® plus biomaterial instructions for use, include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma and recurrence¿. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies with or without mesh. These may include, but are not limited to adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility contamination. Which, may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma. And related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation. Therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified, that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms, per cubic centimeter of product (g/cm3)] and chlorhexidine diacetate [approximately 1600 micrograms, per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate, that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation findings code. Conclusion code remains unchanged c1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)] it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.